Event description:
It was reported that the patient presented with high capture threshold exhibited by the right ventricular lead. The patient alleged that the defective lead caused device to deplete prematurely. No further information was available.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119569